Event description:
The customer reported the system was not saving images. Also the images that were already saved were being indexed to the wrong pt. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the system was saving images very slowly and would beep when the save button was pressed. He also found that the system was sending the images to the wrong pt files. All systems indicate software corruption. The rep reloaded the software and tested it by creating two fictional patients then saving 20 images to each. He verified there was no cross indexing. The system is functioning as intended.